Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se opened the compressor and found it dirty with water trap. The se cleaned it and the ventilator is back in use.

Event description:
It was reported that the issue occurred during set up. There was no patient involvement. The compressor was not delivering air and the ventilator generated an air supply loss alarm.

Manufacturer narrative:
Covidien reference number:(B)(4). Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that the e360 ventilator compressor is not working. Patient involvement is unknown.